Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon follow up, the right ventricular pacing threshold was observed to be inconsistent. The right ventricular output was increased and the patient was in good medical condition.